Event description:
It was reported that during deployment resistance was felt. The thumbwheel was unlocked and turned once with more resistance felt. After the delivery system was removed, the retracting sheath appeared to be intact and it was found that the stent was missing. The retracting sheath was cut open to see if the stent had dislodged inside, but it was not found. Under fluoro the stent was found to have dislodged inside the guide sheath partially deployed. The sheath was removed with the stent; however, the stent deployed in the external and common iliac (unintended site). Another absolute was deployed in the sfa without incident. The patient is doing fine.